Event description:
Edwards received information a 21mm aortic valve implanted nine (9) months was explanted due to severe aortic prosthesis endocarditis (streptococcus mitis infection) with periannular abscess. The valve was heavily restricted and covered with vegetation on the leaflets and found to be partly dehisced. The explanted device was replaced with a 21mm aortic valve. The patient also underwent mitral valve replacement with a 25mm mitral valve during the procedure. Patient tolerated the procedure well and was transferred to the intensive are unit in stable condition. The patient developed complete heart block requiring permanent pacemaker on post-operative day four (4). Patient was discharged to skilled nursing facility on post-operative day 13 in stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The cause of the event was due to patient factors/conditions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 21mm aortic valve implanted nine (9) months was explanted due to unknown reasons. The explanted device was replaced with a 21mm aortic valve. The patient also underwent mitral valve replacement with a 25mm mitral valve during the procedure. Patient post-operative status noted as in recovery.